Event description:
It was reported that medical attention was sought on (B)(6) 2017 between 11:30 am - 12:00 pm after the end user was not able to obtain a blood glucose reading from her prodigy diabetes meter. The end user attempted to perform a blood glucose test with her prodigy diabetes meter. Once she applied blood to the test strip the meter would not respond. She was experiencing nausea, headaches and felt tired. Out of concern the end user went to see her pcp who immediately sent her to the ER because her blood glucose reading was around 500 mg/dl. Upon arrival to the ER a blood glucose test was performed with the hospitals meter and the reading was still hovering close to 500 mg/dl. An IV treatment was administered to help stabilize her blood glucose levels. After 5 hours in the ER the end user was discharged with a blood glucose reading of 289 mg/dl. She was instructed to continuously monitor her blood glucose and follow-up with her pcp. No additional details were provided in regards to this medical event.